Event description:
The fax received from the sales rep indicated that the atw gw got stuck with a cypher during advancement of stent. The physician was unable to separate the two and had to remove the guide-wire and stent together. The case was finished with another atw guide-wire and cypher stent without a problem. There was no pt injury. No additional info was given. The product was clinically used in the pt. The product will be returned.